Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury. The mesh remains implanted. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - 2028.ams miniarc precise single-incision sling system - 609.ams miniarc pro single incision sling system - 4.ams miniarc sling system - 1385.ams monarc+ subfascial hammock - 1.ams perigee system - 1.unknown sling system - 28. (B)(4).